Manufacturer narrative:
A review of the lot history records is not possible without the serial or lot numbers.

Event description:
Information provided states that patient developed symptoms of clicking and sensation of movement in his neck associated with discomfort. A revision surgery was performed to remove the m6 device on (B)(6), 2022.